Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A probe manifold was returned in a tray. The returned sample was visually inspected and insufficient solvent was observed on the probe manifold. The root cause of the customer¿s complaint is related to an error during wetting of the tubing with solvent which resulted in detachment of the probe manifold. Each probe assembly undergoes 100% visual inspection and is tested for actuation, aspiration, and cut during manufacturing. As part of the normal production process, each probe is leak and flow tested to ensure the product was built correctly which includes the bonding process of the tubing to the probe engine was performed per specifications. If an assembly fails the leak and flow test, the unit is rejected. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event probe did not cut, and also spitted bubbles during vitrectomy surgery with normal suction was because of the stroke on the tubing which was detached during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not cut, and also spitted bubbles during vitrectomy surgery with normal suction. The procedure was completed after the pack was replaced. There was no harm to patient.